Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery, the drill bit fractured about 2cm from the end and the broken piece was deep in the lateral clavicle. The surgeon used the next size up and was able to drill past the broken piece and complete the procedure. An x-ray was ordered to check the status of the broken piece, but it was directly behind the pin and could not be seen. A subsequent x-ray had identified the broken piece in the lateral fragment. There has been some post-operative infection, but it seems to be under control with anti-biotics at this time.